Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the returned battery cap was able to be fully tightened however, the coin slot on top of the cap showed damage. The battery compartment was found to be intact. The black box dates were from (B)(4) 2014 with no evidence of short battery life observed in the black box. The pump information from the date of complaint had been overwritten. Product analysis was unable to confirm or duplicate the complaint during the investigation. Current draws were found to be within specifications. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that frequent low battery alarms had been occuring and that the top of the battery cap was worn. Reportedly, the battery cap had never been changed. The user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.